Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient was seen, lead testing revealed decreased r-wave amplitude. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to extend. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of helix not extending was confirmed in the laboratory. The cause of the reported event of the helix could not extend was isolated from the helix being clogged and over-torqued. The reported field event of sensing anomaly was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.